Manufacturer narrative:
(B) (4) (speech disorder).

Event description:
It was reported that two weeks after beginning the treatment with prialt the pt experienced a mild tiredness. Dosage increases were performed slowly. On (B) (6) 2010 following a dose increase from 4.8mcg/day to 6.0mcg/day the pt experienced severe tiredness and a speech disorder ("muddled speech production, scanned speech"). The pt went to the emergency unit of the hospital and due to the adverse events related to prialt, the pt was admitted. The prialt therapy was stopped as the pt experienced the adverse symptoms but no effect. It was also reported that there was no pump or catheter problem noted. The pt was discharged from the hospital on (B) (6) 2010. Other drugs included lyrica and toviaz. The pt outcome was "recovered".